Event description:
It was reported that the plunger/syringe clamp was found to be splitting. There was no patient involvement/ no adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint concerning ¿damaged plunger case¿. The pumps alarm history was reviewed, and no errors were recorded. The pumps plunger case was replaced. Visual and functional testing was performed. The probable cause of the reported problem was plunger. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.